Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height cubie drawer had a failed cubie pocket that did not release. A field service engineer manually released the cubie pocket and received a "failed requires maintenance" error message. The engineer removed the drawer, replaced the flat flex cable, rebooted the device, and then unloaded and deleted the cubie pocket to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubic drawer failure. The customer stated that the malfunction occurred when user trying to issue medication and user can get the medication from available in additional devices and the in-patient pharmacy. There were no adverse events or injuries reported based on this event.